Manufacturer narrative:
D10: concomitant devices: 1798172 148-32-93 - 12/14 zirconia head 32mm -3.5mm neck 2557488 180-01-50 - nv crown cup clstr hole 50mm group 1 2663812 162-01-03 - neck preserving stem, ext offset plasma sz 3 2927686 120-65-30 - bone screw 6.5mm dia x 30mm long the product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 105 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.